Event description:
It was reported that the patient passed away. Multiple attempts were made to obtain a medical assessment from the physician regarding the cause of death, but none was available. There were no reports of device-related issues from the patient prior to the passing.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.